Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. The field service technician performed a visual inspection and an event history log review. The power-on self-test and the event history log review verified the f38 alarm code. The cause of the f-38 alarm code was determined be damaged force sensing resistors. The parts were not in stock to repair the device and the device was sent for destruction. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump had an f38 alarm code. It was not specified when in the process this occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.